Event description:
Case description: this spontaneous report was received from a us physician and concerns a 47-year-old female patient. She was injected with radiesse (+), into the mid face (medial to the infraorbital foramen), on (B)(6) 2026 at approximately 2:45 pm. Batch number was reported as a00527900, (expiry date: 28-jan-2028). A lot search in the global safety database was conducted. Radiesse (+) was diluted with 0.25ml 2% lidocaine (product preparation issue, off label use of device) and injected using a 27g needle deep to periosteum, medial to the infraorbital foramen with negative aspiration. The patient was injected with 0.2 ml bolus on the periosteum. Patient is a smoker. On (B)(6) 2026, during the radiesse (+) injection, the patient experienced a vascular occlusion. She also experienced a headache with nausea, and her vision was mildly blurry. During the treatment, immediate blanching was noted along the path of the angular artery. The injection was stopped and the patient was immediately injected with 2ml of bacteriostatic saline in the same area of radiesse (+) filler. Massage and further injection of 500 units of hylenex was followed. The patient received 325 mg aspirin, continued the massage and applied warm compress. The medical director was contacted and 500 units hylenex in 1ml of 2% lidocaine was mixed and again, injected where bolus was placed as well as tracking up the angular artery. Massage and warm compress were continued and additional 325 mg aspirin was gave to the patient. Redness was noted around the right side of nose, undereye and lateral towards the cheek with capillary refill 3 to 4 seconds. The physician called in a prescription (rx) for prednisone taper and tadalafil. The patient was transferred to another medspa 1 mile away and stated she had a desire for a cigarette. The patient was asked not to smoke due to vasoconstriction. At this clinic, arterial flow was assessed with ultrasound and all surrounding arteries did not to appear to have any blockage. Capillary refill improved to 3 seconds, except directly over original injection site where it was about 4 seconds. The patient requested no more injections as she was developing a bad headache and was nauseous. The plan was to meet at 8:30 am to repeat the ultrasound and reassess. Two and a half hours after first ultrasound, the patient had a facetime call with the physician and no changes appeared. The patient demonstrated capillary refill with no change. At 8 am the patient was called with facetime and stated she just woke up late; no deterioration of the treatment area was noted. She stated she was going to arrive late for ultrasound. On (B)(6) 2026, at 9:30am the repeat ultrasound revealed no changes from previous ultrasound. Capillary refill was 3 seconds except in same area under the eye where it was 3-3.5 seconds. The patient stated she felt her vision was mildly blurry. Snellen chart was used to assess visual acuity and it was 20/30 in unaffected eye and 20/25 in the affected eye. The patient stated that it was possibly just from her continued headache pressure and was not actually blurry. She also refused treating with any further hylenex at this time and requests observation only. The physician administered 10mg decadron intramuscular (im). At the time of this report, the patient was asked to hold the dose of prednisone and to continue the dose of tadalafil as soon as possible (asap). On (B)(6) 2026, it was reported that the patients vision returned to normal, swelling and redness improved, and the headache was gone. The provider reported that the patient had improved at last conversation. Due to the provided information, the outcome of the event vascular occlusion and nausea was considered as unknown. Due to the provided information, the outcome of the event headache and vision was mildly blurry was considered as resolved.

Manufacturer narrative:
Assessment/investigation by merz: a lot search in the global safety database was conducted on the reported lot (batch a00527900) and no additional cases were noted. A review of trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Corrective treatment was provided and outcome was considered as unknown. The reported events occurred in a compatible temporal relationship. The event vascular occlusion (serious), vision blurred (non-serious) and headache (non-serious) occurred in a compatible local relationship, whereas nausea (non-serious) is a systemic event. The event vision blurred (non-serious) is equivalently expected as vision changes, whereas the events vascular occlusion (serious), headache (non-serious) and nausea (non-serious) are expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). The reported blanching, swelling, and redness were considered to be symptoms of the event vascular occlusion and therefore were not coded. Product preparation issue and off label use of device are coded only for formal reasons. Dilution of radiesse(+) with lidocaine for injection into the mid face is not approved based on the currently valid us instructions for use (IFU). Strong confounding factor for the events nausea and headache includes the corrective treatment with tadalafil, for which nausea and headache are known side effects. Nevertheless, a contributory role of the treatment with radiesse(+) cannot be excluded with certainty. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage.